Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were low in the ranges of 40-60 mg/dl, and customer believed that basal rate was set too high. Customer treated low bgs by consuming food. No issues were found during troubleshooting with tandem technical support. Customer had already discussed pump settings with their healthcare provider, but was advised to get in touch with a clinical diabetes specialist.

Manufacturer narrative:
D1, d2b.